Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 600 mg/dl at the time of incident. The customer's blood glucose was 154 mg/dl at the time of call. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer reported that the buttons were unresponsive. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed with a basal rate and monitored for 24 hours, the basal were delivered and recorded properly in basal review screen; no basal anomaly was noted. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the displacement accuracy test. All the buttons functioned properly and no moisture damage was found on the keypad traces noted. The keypad connector was fully locked. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.